Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned and replaced during its implant procedure due to the helix being embedded in the septum and the physician being unable to remove it even with lead body turns. The implant procedure was completed successfully with a new rv lead. No additional adverse patient effects were reported.